Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer treated high blood glucose with manual injections and then blood glucose went down to 180 mg/dl. Customer advised if this continues after her changing her set to give us a call back. The device will not be returned for analysis.